Manufacturer narrative:
The test strips were requested for investigation, however, the test strips were not available for return. Replacement product was sent. On a regular basis, accu-chek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). The customer confirmed qc was acceptable. On (B)(6) 2021 and at 17:09, the patient's meter glucose result was 305 mg/dl. On (B)(6) 2021 and at 17:09, the patient's meter glucose result was 84 mg/dl. On (B)(6) 2021 and at 17:10, the patient's meter glucose result was 104 mg/dl. The patient was provided with an insulin injection at 17:10 following the customer's protocol.